Event description:
The customer reported that they tested the defibrillator at 100j during a daily shift check. It loaded the energy and discharged properly, but the printout did not indicate that the test had succeeded. Later that day, an elderly female patient arrived in the emergency room in cardiac arrest. The user charged the defibrillator in order to shock the patient. In the ensuing confusion, the wrong paddle discharge button was hit and no energy was delivered. After an elapsed time of more than 2 minutes, the team switched to another defibrillator and continued their resuscitation efforts. However, the patient did expire. The physicians described her condition as severe and stated that she had not been expected to survive.